Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. Initially, the date was reported as (B)(6) 2020. However, additional information revealed that the patient underwent removal without replacement on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant filed has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a revision breast augmentation with two 375cc mentor siltex round moderate profile implants experienced postoperative bilateral capsular contracture (grade unknown) and suffered several unexplained systemic symptoms, including left chest pain, anxiety, weight loss, feel like dying, vision problems, shortness of breath, high blood pressure, and felt too weak for daily activities. The patient was hospitalized for 97 days with unspecified bii symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This report is for the left prosthesis.